Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. The device passed a charge and boot test. A review of the downloaded data log did not find any issues related to the customer complaint. A g5 global communication sound test was performed and failed. Functional testing was performed and failed. A manual test was performed and failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Wiggle testing was performed and failed. A speaker resistance test was performed and failed. The complaint confirmation of no audio output was confirmed. The root cause was determined to be a defective speaker.